Manufacturer narrative:
Calibration signals recovered within expectations. Quality controls were within range on the day of the event. Based on the provided data/information, a general reagent issue can be excluded. Upon review of the alarm trace, a sample clot alarm was observed on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 8.24 ng/l. The sample repeated with values of 158 ng/l and 7.99 ng/l. The heparin plasma tube of the sample was tested twice, resulting in troponin t values of 10.9 ng/l and 10.5 ng/l. The serum tube of the sample was tested twice, resulting in troponin t values of 8.69 ng/l and 9.26 ng/l.